Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device turned itself off multiple times. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service provider evaluated the electronic device data and verified the reported issue. They performed measurements which suggest that worn battery pins and fretting corrosion on the j11/p11 power connector were increasing the resistance of the input power path. An increase in resistance can result in an unexpected shut down when a high current function is utilized. Therefore the likely cause of the reported issue is worn battery pins and fretting corrosion on the power connector. The battery pins, battery wire harness, and the power pcb assembly would need to be replaced to resolve the reported issue, however the power pcb assembly is no longer available for this device. Physio-control will archive the device. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device turned itself off multiple times. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no report of patient use associated with the reported event.